Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: initial = 60.75, repeat = 1.96, another architect = 1.91 / 1.88. No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the architect probe which resolved the issue. There were no additional discrepant results reported on the architect i2000sr, serial number (B)(6), after the part was replaced. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(6), or the associated part.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: initial = 60.75, repeat = 1.96, another architect = 1.91 / 1.88 no impact to patient management was reported.